Event description:
The customer reported the ventilator alarmed and shut down and would then not power back up. The customer reported the ventilator was in use on a patient and there was no patient harm. The manufacturers field service engineer was unable to duplicate the reported problem. During evaluation, the service engineer reported the unit would power up on ac power but not on backup battery power. The service engineer reported the backup battery was depleted. Review of the device diagnostic history indicated a +-24/12 volt power failure occurence during operation, as well as several occurrences of 'backup battery not connected'. A 'backup battery not connected' message indicates to the user that the backup battery is not detected during power on self test due to a low capacity for use. Per the device operators manual, when the ventilator is powered by backup battery it will generate a nonresetable, nonsileanceable alarm every 60 seconds. During this state a battery in use yellow led is lit. Operation will continue until the battery has 5 minutes of operation left. A red battery low led will flash and a nonresetable high priority alarm will sound. When the battery low indicator is flashing red, operation of the ventilator from the battery power should be discontinued. The service engineer replaced the backup battery to address the findings. Final testing was completed to operating specifications.